Manufacturer narrative:
Relevant retention test strips (lot 353502) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 7:42 am, the meter result was 3.0 inr. At 11 am, the laboratory result was 2.3 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The patient may be anemic. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.